Manufacturer narrative:
Final analysis confirmed normal battery depletion.

Event description:
It was reported that the patient had presented to the hospital experiencing fatigue and shortness of breath after falling. The patient deceased on (B)(6) 2014. After the pulse generator was explanted, it exhibited backup operation. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.